Manufacturer narrative:
Device failure occurred.

Event description:
During surgery to address migration reported in MDR 16444870-2010-00430, the lead was accidently cut by the surgeon and had to be replaced. The explanted lead was returned to the manufacturer for analysis. Abraded openings and dried bodily fluids were identified in the outer silicone and the inner silicone tubing of the positive and negative lead coils. It is believed that this condition could potentially contribute to the patient "pain" allegation. However, the exact impact of this condition and when it occurred is unknown. The reported "mechanical problem/punctured insulation" allegation was verified the silicone tubing of the negative coil has a puncture. The exact point in time of when this occurred is unknown. Corrosion was also observed on the lead pin. Tie downs were observed round the lead in various locations causing some compression of the lead body. Other than the above mentioned observations typical wear and explant related observations, no other anomalies were identified within the returned lead portions.